Manufacturer narrative:
Patient age/date of birth and weight are unknown. UDI: (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the service history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the needle portion of a modular mini-fragment depth gauge was worn down and broke off. Another device was available which the surgeon used to complete the surgery without further complications. There was no fragment reported, no time delay and no harm to patient. The patient status was stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a service and repair evaluation were performed. The investigation of the complaint articles has shown that: the customer reported the depth gauge was broken. The repair technician reported the tip of the depth gauge broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history records review was conducted. The report indicates that the: DHR review for: DHR review for part # 319.006 lot # 6366216, release to warehouse date: 16april2010, expiration date: n/a, supplier: (B)(4). Was issued for the potential undersized components made based on findings with wip lots. Lot # 6366216 was distributed with potential for undersized components and stock hold (B)(4) was issued. A non-conforming product investigation was performed of devices 319.004 and 319.006 and all potentially impacted lots. Based on the evaluation / data, as well as the intended use of the devices, it was concluded that there were no safety or functional issues with devices assembled with the out-of-specification components. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of device history records showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 319.006 with lot number(s) 6366216 is a lot/batch controlled item. The manufacture date of this item is april 16, 2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A product investigation was completed: one depth gauge for 2.0mm and 2.4mm screws (part 319.006, lot 6366216) was returned for investigation. The device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The reported non-conformance report was determined to not be relevant to the complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.